Event description:
Prescribed avaira spherical contact lenses lot number 508205006609 on (B)(6), 2011. Since wearing these contacts, I have had blurred vision, as if my prescription was not correct. I have also experienced eve discomfort/pain. I was not able to wear the lenses as long as I had in the past. By the time I was home from work, my eyes would be so red and irritated that I would have to immediately remove the lenses. For the past two months, I have been experiencing a scratching sensation on my right eye. About three weeks ago, I pulled the bottom of my eye down to inspect and see if there was something foreign inside of the eye. At that time I noticed a white cyst on the inner corner of my eye. I have since learned of the recall on the avaira lenses and went to my optometrist today. I was given an antibiotic eye drop and given a different trial pair of lenses to try for a week. Learning of this issue with the contacts, explains the blurred vision, discomfort and pain I have been experiencing. Dates of use: (B)(6) 2011.